Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event was previously reported in medwatch #2017233-2007-00150 on may 22, 2007.

Event description:
In 2007, a trauma patient was treated for a thoracic dissection of the inferior distal aorta with the gore tag thoracic endoprosthesis. The device was deployed just distal of the left common carotid artery intentionally covering the left subclavian artery. During balloon advancement, the device was pushed forward into the ascending aorta also covering the innominate and carotid arteries. An emergent thoracotomy was performed and the device was explanted. An additional gore tag thoracic endoprosthesis was sewn into the aorta. As of the next five days, the patient is reported to be recovering well.